Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report a motor error alarm during normal use. Troubleshooting was performed, and the insulin pump failed the displacement test. The reported blood glucose reading was 565 mg/dl. Nothing further was reported.